Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 10-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mechanical stress such as friction and chemical attack by deprecated chemical solutions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The scope connector may have been scratched due to external factors. The insertion part cover was crushed due to an external factor. The watertightness of switch one was not maintained due to external factors. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the operation part, insertion part of the cover tube, switch box, grip, forceps cap, angle lever, up/down plate, and universal cord due to external factors. There was corrosion of the electrical connector contacts due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the waterproof cap gap (connector) on the on the evis lucera bronchovideoscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.